Manufacturer narrative:
It was reported the intuvie that during routine preventive maintenance (pm), the device failed the 30 psi occlusion test at 20 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode is confirmed. The cause was a software issue. The calibration values were updated into the pump device history record (DHR) which resolved the issue. CAPA- zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
It was reported the intuvie that during routine preventive maintenance (pm), the device failed the 30 psi occlusion test at 20 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.